Event description:
An aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be 7 mm to 8 mm in diameter and were severely tortuous. It was reported that during advancement of a 22 mm diameter x 3.75 cm length aneurx aortic extension cuff, the device kinked in the iliac artery. The physician did not attempt to deploy the stent graft and the device was removed from the pt. A 20 mm diameter x 3.75 cm length aneurx aortic extension cuff was then advanced into the pt and kinked in the iliac artery (MFR report# 2953200-2004-01013). Again, the physician did not attempt to deploy the stent graft and the device was removed from the pt. No other stent grafts were implanted into the pt and it was reported that the pt had a small distal type I endoleak, which the physician believed would seal without intervention. No additional sequelae were reported and the pt is reported to be fine.